Manufacturer narrative:
On june 15, 2021, during preventive maintenance, the autopulse platform (sn (B)(4)) failed the load cell characterization test. The root cause of the fault was due to a defective load cell module 2. The cracked top cover and defective load cell were likely attributed to mishandling such as a drop. The load cell module 2 was replaced to address the issue. Visual inspection of the returned autopulse platform was performed. The top cover was observed cracked. The observed physical damage appeared to be the characteristics of harsh impact as a result of user mishandling. The top cover was replaced to address the issue. Upon further functional testing and unrelated to the load cell issue, it was observed that encoder drive shaft does not rotate smoothly, exhibits binding and resistance likely due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform was manufactured in april 2016 and has reached its service life of 5 years. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
On june 15, 2021, during preventive maintenance, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.